Manufacturer narrative:
This right ventricular (rv) lead has been returned to boston scientific, but analysis has not yet been completed. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead dislodged due to twiddling by the patient. The patient reportedly received six inappropriate shocks due to myopotential oversensing. Pacing and shocking impedances also reportedly increased, but remained within acceptable ranges. Remote monitoring alerts were generated due to ventricular intrinsic amplitude out of range and delivery of shock therapy. The patient's implantable cardioverter defibrillator (ICD) was temporarily reprogrammed to inhibit therapies. The patient then underwent a revision procedure where this rv lead was explanted and replaced. The ICD remains in service with the patient's new rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Damage to the lead was noted and dried blood/body fluid was observed within the helix mechanism. Due to the location and morphology of damage to the lead, it is likely that external stress applied to the lead body resulted in the dislodgement and the subsequent complications related to the dislodgement. Past experience suggests patient manipulation of the lead through the skin (twiddler's syndrome) is a contributing factor to damage of this type.

Event description:
This supplemental report is being filed as device evaluation has been completed.